Event description:
Customer reported receiving six motor error alarms and several no delivery alarms in the past several weeks. Customer stated that the most recent no delivery alarm occurred during bolus. Blood glucose level was 171 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No motor error noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Motor tested outside device and passed. The device had cracked case near lcd window corner, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.